Event description:
It was reported that the patient presented to the clinic for an initial implant procedure. Prior to the procedure, the patient experienced complete heart block and a decline in oxygen saturation. The physician first attempted to implant a right ventricular (rv) lead, followed by another rv lead. However, the rv leads exhibited loss of capture. A third lead was opened for implant, however cardiopulmonary resuscitation (CPR) was administered due to patient condition. The patient decompensated and passed away.